Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as touch contamination. The same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. On an unreported date during hospitalization, the patient was treated with intraperitoneal vancomycin, ongoing (dose and frequency not reported) for bacterial peritonitis. Dianeal therapies were ongoing. The patient was discharged three days after admission. At the time of this report, the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.